Event description:
The customer stated that the buttons of their insulin pump were unresponsive, the device would not rewind, and the lights were turning on and off. While on the phone, the insulin pump started rewinding and functioned properly. The customer's blood glucose was unknown. The customer stated this was a false alarm and that their device was functioning correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.